Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Was there any adverse consequence associated with the patient? It was in inguinal hernia repair. It was spotted by either the consultant or assistant and retrieved, no harm or long delays were caused by the event a manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip snapped off and was retrieved. No adverse patient consequences were reported. Additional information was requested.